Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was missing. The customer blood glucose level was 167 mg/dl. Customer received a loaner insulin pump and noticed that the drive support cap was not as usual, its sticky and transparent. Customer was unable to describe the damaged to the derive support cap. The device will be return for analysis.